Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and consistent pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included obesity. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), libido decreased ("decreased libido"), tooth disorder ("dental issues"), nausea ("nausea"), back pain ("severe and consistent back pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular cycles") and dyspareunia ("dyspareunia"). In 2015, the patient experienced weight increased ("weight gain"), female sexual dysfunction ("apareunia") and migraine ("migraines"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced bipolar disorder ("bipolar disorder") and depression ("depression"). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy,bilateral salpingectomy on (B)(6) 2017) and physical therapy. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, weight increased, bipolar disorder, mood swings, depression, female sexual dysfunction, libido decreased, tooth disorder, fatigue, nausea, migraine, headache, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstruation irregular, vaginal discharge and dyspareunia outcome was unknown. The reporter considered back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain stopped immediately after removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: blockage of fallopian tubes and proper placement. On (B)(6) 2013, hysterosalpingogram results were blockage of fallopian tubes and proper placement were confirmed. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. The event "serious injuries" was described as being: pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal/menorrhagia), apareunia, dental problems, dysmenorrhea, dyspareunia, fatigue,mood swings, decreased libido, irregular cycle, migraines / headaches, nausea, pain, depression, bi-polar disorder, vaginal discharge,weight gain, back pain. The date of insertion of essure was updated. The plaintiff's concomitant disease, historical condition, and lab test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and consistent pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, cervical dysplasia, multigravida and recurrent abortion. Concurrent conditions included obesity and umbilical hernia. Concomitant products included ibuprofen since (B)(6) 2017, lamotrigine (B)(6) 2016 to (B)(6) 2017, sertraline (B)(6) 2017 to (B)(6) 2017 and sumatriptan succinate (imitrex df) from (B)(6) 2016 to (B)(6) 2016. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), libido decreased ("decreased libido"), tooth disorder ("dental issues"), fatigue ("fatigue"), nausea ("nausea"), back pain ("severe and consistent back pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular cycles") and dyspareunia ("dyspareunia"). In 2015, the patient was found to have weight increased ("weight gain") and experienced female sexual dysfunction ("apareunia"), migraine ("migraines") and headache ("headache"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced bipolar disorder ("bipolar disorder") and depression ("depression"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with deep cleaning and peridontal treatment, physical therapy and surgery (total hysterectomy,bilateral salpingectomy on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, bipolar disorder, libido decreased, tooth disorder, headache, back pain, dysmenorrhoea and menstruation irregular outcome was unknown, the weight increased had not resolved and the mood swings, depression, female sexual dysfunction, fatigue, migraine, vaginal discharge and dyspareunia was resolving. The reporter considered back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain stopped immediately after removal of the devices. Discrepancy noted in essure insertion dates (B)(6) 2013 and (B)(6) 2013. She is not pregnant, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: blockage of fallopian tubes and proper placement.; on (B)(6) 2016: essure device is demonstrated with the inner coil located within the 3 cm of the distal aspects of the cornua of the uterus bilaterally.. On (B)(6) 2013/ (B)(6) 2013, hysterosalpingogram results were blockage of fallopian tubes and proper placement were confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and medical record received. Medically confirmed case. Reporters added. Concomitant drugs added. Event weight gain outcome updated to not recovered / not resolved. Events nausea, abnormal bleeding(vaginal) and abnormal bleeding(menorrhagia) outcome updated to recovered / resolved. Events fatigue, dyspareunia, apareunia, vaginal discharge, migraines, mood swings, depression outcome updated to recovering / resolving. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and consistent pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, cervical dysplasia, multigravida and recurrent abortion. Concurrent conditions included obesity and umbilical hernia. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), libido decreased ("decreased libido"), tooth disorder ("dental issues"), nausea ("nausea"), back pain ("severe and consistent back pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular cycles") and dyspareunia ("dyspareunia"). In 2015, the patient experienced weight increased ("weight gain"), female sexual dysfunction ("apareunia") and migraine ("migraines"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced bipolar disorder ("bipolar disorder") and depression ("depression"). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy,bilateral salpingectomy on (B)(6) 2017.) And physical therapy. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, weight increased, bipolar disorder, mood swings, depression, female sexual dysfunction, libido decreased, tooth disorder, fatigue, nausea, migraine, headache, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstruation irregular, vaginal discharge and dyspareunia outcome was unknown. The reporter considered back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain stopped immediately after removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: blockage of fallopian tubes and proper placement. On (B)(6) 2013, hysterosalpingogram results were blockage of fallopian tubes and proper placement were confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and consistent pelvic pain/pain'), genital haemorrhage ('abnormal bleeding (general)') and hernia repair ('hernia repair') in a 36-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, cervical dysplasia, multigravida and recurrent abortion. On (B)(6) 2013, hysterosalpingogram results were blockage of fallopian tubes and proper placement were confirmed. Concurrent conditions included obesity and umbilical hernia. Concomitant products included ibuprofen since (B)(6) 2017, lamotrigine 9-nov-2016 to february 2017, sertraline 3-jan-2017 to february 2017 and sumatriptan succinate (imitrex df) from january 2016 to july 2016. In (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), libido decreased ("decreased libido"), tooth disorder ("dental issues"), fatigue ("fatigue"), nausea ("nausea"), back pain ("severe and consistent back pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular cycles") and dyspareunia ("dyspareunia"). In 2015, the patient was found to have weight increased ("weight gain") and experienced female sexual dysfunction ("apareunia"), migraine ("migraines") and headache ("headache"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced bipolar disorder ("bipolar disorder") and depression ("depression"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge/ reddish brown discharge"), memory impairment ("cant remember anything"), gastrooesophageal reflux disease ("gerd"), chest pain ("chest pain"), abdominal distension ("bloating"), adenomyosis ("adenomyosis"), pruritus ("skin is itchy"), gastrointestinal motility disorder ("bowel movement"), nerve compression ("pinched nerve"), pain in extremity ("arm and leg pain"), fluid intake reduced ("I cant drink eat poop"), feeding disorder ("I cant drink eat poop"), musculoskeletal pain ("shoulder pain"), abdominal pain lower ("lower abdominal pain") and vision blurred ("blurred vision") and underwent hernia repair (seriousness criterion medically significant). The patient was treated with deep cleaning and peridental treatment, physical therapy and surgery (total hysterectomy,bilateral salpingectomy on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, bipolar disorder, libido decreased, tooth disorder, headache, back pain, dysmenorrhoea, menstruation irregular, hernia repair, memory impairment, gastrooesophageal reflux disease, chest pain, abdominal distension, adenomyosis, pruritus, gastrointestinal motility disorder, nerve compression, pain in extremity, fluid intake reduced, feeding disorder, musculoskeletal pain and abdominal pain lower outcome was unknown, the weight increased had not resolved and the mood swings, depression, female sexual dysfunction, fatigue, migraine, vaginal discharge and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, back pain, bipolar disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeding disorder, female sexual dysfunction, fluid intake reduced, gastrointestinal motility disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hernia repair, libido decreased, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal pain, nausea, nerve compression, pain in extremity, pelvic pain, pruritus, tooth disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: pelvic pain stopped immediately after removal of the devices. Discrepancy noted in essure insertion dates (B)(6) 2013. She is not pregnant diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: blockage of fallopian tubes and proper placement.; on (B)(6) 2016: essure device is demonstrated with the inner coil located within the 3 cm of the distal aspects of the cornua of the uterus bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via social media: hernia repair, gerd, cant remember anything, chest pain, bloating, skin is itchy, adenomyosis, bowel movement, bowel movement, pinched nerve, arm and leg pain, I cant drink eat poop, shoulder pain, lower abdominal pain, blurred vision. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New events added: hernia repair, gerd, cant remember anything, chest pain, bloating, skin is itchy, adenomyosis, bowel movement, bowel movement, pinched nerve, arm and leg pain, I cant drink eat poop, shoulder pain, lower abdominal pain, blurred vision. Reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and consistent pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, cervical dysplasia, multigravida and recurrent abortion. Concurrent conditions included obesity and umbilical hernia. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), libido decreased ("decreased libido"), tooth disorder ("dental issues"), nausea ("nausea"), back pain ("severe and consistent back pain"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular cycles") and dyspareunia ("dyspareunia"). In 2015, the patient experienced weight increased ("weight gain"), female sexual dysfunction ("apareunia") and migraine ("migraines"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced bipolar disorder ("bipolar disorder") and depression ("depression"). On an unknown date, the patient experienced fatigue ("fatigue"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy,bilateral salpingectomy on (B)(6)2017.) And physical therapy. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, weight increased, bipolar disorder, mood swings, depression, female sexual dysfunction, libido decreased, tooth disorder, fatigue, nausea, migraine, headache, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstruation irregular, vaginal discharge and dyspareunia outcome was unknown. The reporter considered back pain, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain stopped immediately after removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: blockage of fallopian tubes and proper placement. On (B)(6) 2013, hysterosalpingogram results were blockage of fallopian tubes and proper placement were confirmed. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.